Event description:
Pump was implanted 3 days ago everything was fine and pt went home same day. Pump was filled with pain medication dilaudid. Pt died that night. Pump was explanted and is out the coroner's office.